Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closures of multiple left common femoral arterial access sites were attempted with six prostyle devices using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) repair procedure via a 5f sheath. Reportedly, all six of the prostyle devices did not suture the arterial wall and the knot came out; the knot-loops were all formed/intact. The sutures of four proglide devices were successfully pre-placed at the access sites. The sheath was upsized to 16f at all access sites and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The five additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.